Event description:
It was reported that the handpiece began overheating during testing of the equipment. The device was not being used during a procedure. There was no patient involvement and no adverse consequences.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. The initial complaint could not be verified. Based on the investigation details, the motor had no power. The motor and press plug were replaced. The device will be returned to the customer.